Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to recurrent prosthesis dislocation products not revised: profemur® z femoral stem s 7 cement less, pha00244, lot: 1444227. Profemur® neck 8dg var/val short, pha01252, lot: 1457973. Rim-lock biolox delta ceramic liner 36 group e, pha04510, lot: 1451326. Acetabular cup "procotyl® o" ti porous coated s.52 group e, pha06412, lot: 1436541.